Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it was found during routine testing that the cs300 intra-aortic balloon pump (iabp) unit had broken handle. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse stated that the handle on the transport was repaired and returned the unit to the customer. Also, that no material were needed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (phone # and email), g3, g6, h2, h10.